Event description:
It was reported that decreased r-wave amplitude measurements and low right ventricular (rv) pacing impedance measurements of 500 ohms were observed. Additionally, review of stored device memory noted evidence of noise one month prior. It was noted that this cardiac resynchronization therapy defibrillator (crt-d) had a non-boston scientific right ventricular (rv) lead connected to the left ventricular port and a non-boston scientific left ventricular (lv) lead connected to the rv pace/sense port. Technical services (ts) reviewed the noise and discussed it appeared to be real lead noise and discussed troubleshooting options. Noise was unable to be reproduced in clinic with patient isometrics and lead measurements were noted to be stable. Ts recommended continued monitoring or the option to obtain an x-ray. No adverse patient effects were reported. This device remains in service. Additional information was received detailing that the noise was oversensed leading to an inappropriate burst of anti-tachycardia pacing (atp). An in-patient evaluation was discussed. This device remains in service. No further adverse patient effects were reported.

Event description:
It was reported that decreased r-wave amplitude measurements and low right ventricular (rv) pacing impedance measurements of 500 ohms were observed. Additionally, review of stored device memory noted evidence of noise one month prior. It was noted that this cardiac resynchronization therapy defibrillator (crt-d) had a non-boston scientific right ventricular (rv) lead connected to the left ventricular port and a non-boston scientific left ventricular (lv) lead connected to the rv pace/sense port. Technical services (ts) reviewed the noise and discussed it appeared to be real lead noise and discussed troubleshooting options. Noise was unable to be reproduced in clinic with patient isometrics and lead measurements were noted to be stable. Ts recommended continued monitoring or the option to obtain an x-ray. No adverse patient effects were reported. This device remains in service. Additional information was received detailing that the noise was oversensed leading to an inappropriate burst of anti-tachycardia pacing (atp). An in-patient evaluation was discussed. This device remains in service. No further adverse patient effects were reported. Additional information was received detailing that this device was explanted and replaced. This device was returned to boston scientific for evaluation. No further adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Pin gage testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. The associated investigation also determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection. Additional information was added to the following fields: b1: adverse event/product problem b2: outcome attributed to adverse event b5: describe event or problem field d6b: explant date h1: type of reportable event h6: impact codes

Event description:
It was reported that decreased r-wave amplitude measurements and low right ventricular (rv) pacing impedance measurements of 500 ohms were observed. Additionally, review of stored device memory noted evidence of noise one month prior. It was noted that this cardiac resynchronization therapy defibrillator (crt-d) had a non-boston scientific right ventricular (rv) lead connected to the left ventricular port and a non-boston scientific left ventricular (lv) lead connected to the rv pace/sense port. Technical services (ts) reviewed the noise and discussed it appeared to be real lead noise and discussed troubleshooting options. Noise was unable to be reproduced in clinic with patient isometrics and lead measurements were noted to be stable. Ts recommended continued monitoring or the option to obtain an x-ray. No adverse patient effects were reported. This device remains in service. Additional information was received detailing that the noise was oversensed leading to an inappropriate burst of anti-tachycardia pacing (atp). An in-patient evaluation was discussed. This device remains in service. No further adverse patient effects were reported. Additional information was received detailing that this device was explanted and replaced. This device was returned to boston scientific for evaluation. No further adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields: b1: adverse event/product problem b2: outcome attributed to adverse event b5: describe event or problem field d6b: explant date h1: type of reportable event h6: impact codes.